Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touchscreen was shattered and unresponsive. The customer's blood glucose was 180 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.